Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 03/09/2020. The reported lot number could not be confirmed; therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Reportedly, the procedure was done under local anesthesia and there were no issues noted during spaceoar placement. According to the complainant, post procedure magnetic resonance imaging (MRI) showed that the spaceoar gel had travelled up and around the prostate. There were no patient complications reported as a result of this event. The patient condition after the procedure was reported to be stable.